Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received shocks three months ago and again recently and understood this was due to a malfunction. Follow-up information from the clinic indicates the patient received inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Medications were adjusted and the implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.